Event description:
It was reported that on the 5th day of npwt utilizing a pico7, it was noticed the pump has not worked. It is unclear when the pump stopped. The problem was not solved by exchanging batteries. The treatment was continued with a backup pico 7. About 15-minute delay was reported. No patient harm. The pump will be returned for investigation.